Event description:
A 24 mm diameter x 14 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm in 2004. The aortic neck angulation was greater than 90 degrees. The iliac arteries were moderately torutous and moderately calcified. It was reported that two aortic cuffs were implanted proximally and they were dilated with a 24 x 4 angioplasty balloon utilizing a syringe. It was reported that after the dilatation there was a small dissection in the aortic wall proximal to the cuffs; therefore, a 28 mm diameter aortic cuff was implanted to successfully seal the dissection. No clinical sequelae were reported, and the pt is reported to be fine.